Event description:
Patient swallowed a 12-hour pillcam capsule (mhv-huc-7, lot#41402x) for a capsule endoscopy. Study length after download was 1:54:06 hours which was a very shortened exam and gaps noticed. Study sent to medtronic pillcam tech support to determine why study was shortened. Tech support report shows a "bad sensor belt".